Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further tested the main pcb assembly and determined the cause of the reported failure to be due to a failure of integrated circuit, designator u17.

Event description:
It was reported that the device would not power on. There was no report of any pt involvement with the reported failure.